Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the ipg was unable to communicate with the external devices due to being inoperable. The patient has not recharged or used the ipg in over 4 years. Surgical intervention is planned to address the issue.

Event description:
It was reported during follow up the patient's ipg was explanted and replaced resolving the issue.